Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that one of the wires of the pk dissecting forceps instrument was exposed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of an exposed wire. The grip cable was found to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the instrument's wrist. The other cables of the instrument's wrist did not exhibit any damage. Electrical continuity testing of the instrument passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.